Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The reason for call was patient was in the process of getting their implant battery replaced for their current ins was "dead," pt did not know when the ins became completely depleted; for the ins had been "dead" for a while. No symptoms were reported.